Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specifications. No unexpected battery out limit alarms were noted. Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. The bolus wizard functioning properly per bolus wizard sample in user guide. The insulin pump received with missing end cap sticker.

Event description:
It was reported that the customer insulin pump is under delivering. Caller stated that when the customer gives a bolus it would not give the correct amount, he would have to set it higher than the amount given to be able to get the correct amount. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.